Event description:
Based on the attached 2012 published article: clinical results of topography-based customized ablations for myopia and myopic astigmatism" the following complication was noted out of 2051 eyes treated with lasik for myopia and myopic astigmatism: flap relift due to flap displacement. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).